Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd facs¿ lyse wash assistant, the unit was not washing the sample. The following information was provided by customer: it was reported by the customer that the unit is not washing sample. 1) were samples contaminated? Yes.

Event description:
It was reported that while using bd facs¿ lyse wash assistant, the unit was not washing the sample. The following information was provided by customer: it was reported by the customer that the unit is not washing sample. 1) were samples contaminated? Yes.

Manufacturer narrative:
H.6 investigation summary. Investigation summary: scope of issue: the scope of issue is only limited to bd facs lyse wash assistant, part # 337146 and serial # (B)(6). Problem statement: customer reported a complaint regarding contamination. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 08aug2021 to 08aug2022. Complaint trend: there are 19 complaints related to the issue of contamination; date range from 08aug2021 to 08aug2022. Manufacturing device history record (DHR) review: DHR part #337146 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the contamination was a clogged tubing in the cell wash tank due to bio growth. The customer reported an issue regarding the unit not washing sample. The field service representative (fsr) investigated the issue and confirmed that the tubing of the cell wash tank had a partial obstruction due to slime growth. The fsr proceeded to flush the fluidic lines which resolved the issue. The instrument is functioning as expected with no further errors after the repair activity. Although the unexpected results were from patient samples, no patient was treated nor harmed from incorrect results. Proper daily and monthly cleaning procedures can be found under ¿maintenance¿ in the user guide; bd facs¿ lyse wash assistant system instructions for use, #23-11113-00 rev. 1/vers. A, page 101. The safety risk of this hazard has been identified to be within the acceptable level. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: (B)(6) 2018. Defective part number: n/a. Work order notes: subject / reported: unit is not washing sample. Problem description: unit is not washing sample. Work performed: troubleshoot reported issue, discovered partial obstruction in the cell wash tank tubing due to slime growth. Cause: bio growth in tubing. Solution: corrective action successfully restored function and performance of instrument without further errors reported. Returned sample evaluation: a return sample was not requested because there were no parts replaced. Risk analysis: risk management file part # 10000597659, rev 03 /vers. C, bd facs¿ lyse/wash assistant risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? ID: 3.1.1, hazard: carryover, cause: dirty spindle, harmful effects: inaccurate results, residual probability: 1, residual severity: 3 , residual risk index: 3. Root cause: based on the investigation results the root cause of the contamination was a clogged tubing in the cell wash tank due to bio growth. Conclusion: based on the investigation results, the root cause of the contamination was a clogged tubing in the cell wash tank due to bio growth. The fsr proceeded to flush the fluidic lines which resolved the issue. The instrument is functioning as expected with no further errors after the repair activity. No one was harmed or injured, and no medical diagnosis was performed due to the erroneous results. The safety risk of this hazard has been identified to be within the acceptable level.